Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no failure was detected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that system was started multiple times and the issue could not be replicated. The imaging system was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the mvs (mobile viewing station) was started, a blue screen was displayed. After rebooting the mvs, an error message was displayed, rebooting the mvs for the second time was performed. After rebooting the mvs for the second time, the mvs worked normally and the mvs was used later for a procedure without further issue. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site reported that the cable was not connected when the issue occurred. The site also reported that the issue has not reoccurred.